Event description:
Information received from the sponsor's investigator trial (B)(6): treatment of a cerebral arteriovenous fistula. The patient presented with global aphasia and hemiplegia. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported there was 2cm of onyx reflux and the marathon microcatheter got stuck inside the vessel after injecting onyx. Upon removal of the microcatheter, the microcatheter separated at 25cm from the tip and the broken piece was left inside the patient as the rest of the microcatheter was removed from the patient. The physician decided to leave the broken microcatheter tip inside the patient between the external carotid artery and the occipital artery since there was no risk to the patient. Post procedure, the global aphasia and hemiplegia were getting better. Same event as MDR# as 2029214-2014-00436.

Manufacturer narrative:
The catheter was returned for evaluation without approximately 26cm of the distal tip and marker band as it remained in the patient. The tubing material at the broken end exhibited jagged edges, necking, exposed braid, and stretching indicating that the catheter broke as it was pulled with forces exceeding the tensile strength of the tubing material. Per the onyx IFU (instruction for use): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment.catheter separation.(B)(4).